Event description:
Five elevated advia centaur ahbs results were reported to the physician. Upon repeat, lower ahbs results were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the discrepant ahbs results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant ahbs results was due to a malfunction with the wash 1 cover sensor which the fse replaced. The instrument is performing within specifications. No further evaluation of the device is required.